Event description:
The core universal driver was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted on the motor of the device.